Event description:
It was reported that there was a fracture on the device. An angiojet solent omni catheter was selected for a thrombectomy procedure in the left lower limb. The subject presented with deep venous acute thrombosis, with 80% stenosis, no tortuosity and severe calcification. During the procedure, while the device was inside the patient, the physician noticed that the catheter was fractured 100cm from the strain relief. The device was removed and no fragments of the device were left inside the patient. The procedure was completed with another device of the same model. There were no patient complications.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of an angiojet solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. The device appeared not to have been prepped or used in the procedure, as there was no fluid in the device, boot, or attached waste bag and the attached waste bag was still folded up. Visual inspection of the device presented no fractures to the device. The device was kinked 83cm distal of the strain relief, but there were no holes in the shaft. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and into thrombectomy mode. The device ran without any leaks from the device. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that there was a fracture on the device. An angiojet solent omni catheter was selected for a thrombectomy procedure in the left lower limb. The subject presented with deep venous acute thrombosis, with 80% stenosis, no tortuosity and severe calcification. During the procedure, while the device was inside the patient, the physician noticed that the catheter was fractured 100cm from the strain relief. The device was removed and no fragments of the device were left inside the patient. The procedure was completed with another device of the same model. There were no patient complications.